Event description:
On 10/26/2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was giving inaccurate reading. On 11/09/2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 8 times per day and manages her diabetes with self-adjusting insulin (nph, lantus, and humulin r). On 10/25/2009, the patient obtained a blood glucose reading of "255 mg/dl," which the patient felt was inaccurately high. The patient is a healthcare provider and thought that her blood glucose must be elevated because she may have had the flu. The patient took 4 units of humulin r per the lfs meter reading. Reportedly, 45 minutes later, the patient had symptoms described as "weak, feeling odd, and shaking on the inside." The patient reported blood glucose results of "45 and 63 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient administered self-treatment with juice at 9:45pm. The patient allegedly stayed up most of the night to ensure her blood glucose did not drop. The next morning, she obtained a blood glucose reading of "30 mg/dl" on the subject meter and drank juice. The patient reportedly has lowered her insulin sliding scale regimen during the night in order to avoid another alleged hypoglycemic episode. This complaint is being reported because the patient claimed she had symptoms that can be associated with the hypoglycemia after she took insulin based on an alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.